Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was just starting the insulin pump again after it had been out of use and received a battery out limit alarm. She reported that she had been in rehabilitation for pneumonia due to the loss of her legs and that she had not been using the insulin pump since she went to the hospital. She was assisted in clearing the alarm and reprogramming the insulin pump. The customer was advised that the alarm was part of normal insulin pump behavior due to the battery being out of the insulin pump for a longer duration than allowed. The customer reported that she does not treat with insulin that she only treats for the low blood glucose readings with food. The most recent blood glucose reading was over 400 mg/dl.